Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Healthcare professional reported via phone call that customer was hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose of 530 mg/dl, 387 mg/dl. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was not using auto mode. Customer was performed high pressure test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.